Event description:
The customer reported that a pt was burned under the grounding pad while undergoing a breast procedure. The burn will require skin grafting. The burn is believed to have come from an area that was missing gel, or had lifted up. The customer understands this model pad does not have monitoring capabilities.